Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that her pain started at her feet and went up to her back. It was noted that the patient was feeling a lot of lower back pain that should be covered by the stimulator. The patient stated that when she increased the stimulation, it gave her pain in the stomach and bladder issues and the stimulation did not reach the lower back. It was noted that these issues started about three days prior to the report. The patient noted that she normally did not feel much stimulation in the lower back but she got enough stimulation in other area to control her pain. The patient stated that over the past three days she was feeling pain like before she had the implant. It was noted that the patient had adaptive stimulation and no other programs or groups to try. The patient noted no falls or trauma. The patient later noted that her main problem was her lower back and down both legs, which is why she was implanted. It was noted that the patient met with the manufacturing representative on (B)(6) 2014. The patient stated that when she went in for an adjustment, it was fine but when she sat down, it rushed so bad she had to get it out and turn it down. The ¿other night¿, the patient was so tired so she was going to turn it off for the night. The patient turned it off and laid down and ¿boom it started like you would not believe.¿ the patient asked ¿why would it do that if she turned it off?¿ the patient stated that it had been happening since it was implanted. The manufacturing representative increased the settings and ¿it went through her stomach and ribs and the stimulation was too strong.¿ the patient just wanted to leave the legs where they were and just have it in the back. The patient noted that they could get it on the left side but not so much on the right side but the manufacturing representative said it was not the leads. The patient stated that ¿it went from bad to worse¿ and ¿it was just not right.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received about 10 months later from the consumer reported that there was overstimulation. Every time the patient started to charge she felt stimulation on one side of her body whether or not she was using stimulation. The patient was not able to get stimulation in the correct part of her back. She had groups a, b, and c. A was for back and she felt it in her upper left side behind her ribs, and it did not cover all of her back. B was for her legs. When c was on her whole body was stimulating. The patient had talked to her healthcare provider (hcp) and he said it depended on what position she was in. The issues had been occurring since (B)(6) 2014. It was noted that the patient was implanted for chronic low back pain and spinal pain. It was noted that the patient was scheduled for colon surgery with a colon doctor and a gynecologist for a fistula. The patient's husband later reported that the patient had the surgery on (B)(6) 2015 and their hcp told the patient that they could now turn stimulation back on. The patient was advised to have their hcp invite a manufacturing representative (rep) there to assist them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, the event will be updated.